Event description:
During the follow-up of the device involved in this report, an unk error message was displayed to the user. This error message didn't prevent the follow-up to be performed normally.

Manufacturer narrative:
On (B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. (B)(4). Conclusion: the programmer software anomaly had no impact on device's operations. Therefore, the enhancement of the programmer software regarding the management of incorrect data obtained during real time tests is not considered as an urgent matter.